Event description:
It was reported to resmed that an astral device had main circuit board with thermal damage. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing and visual inspection could not confirm the reported complaint. The investigation determined that the main circuit board had a leaky super capacitor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. (B)(4). Pending evaluation.

Event description:
It was reported to resmed that an astral device had main circuit board with thermal damage. There was no patient harm or a serious injury reported as a result of this incident.